Event description:
Additional review determined this event was previously reported in manufacturer report #3004209178-2012-10462. Any additional information regarding this event will be reported in this manufacturer report number.

Event description:
Additional information received reported the volume discrepancy was 8.3 ml. It was noted on (B)(6) 2012, the doctor "felt there was an error in interrogation of pump rf of (B)(6) 2012, discrepancy noted." It was reported "reservoir check at 4 weeks after was accurate without discrepancy." It was also noted "(B)(6) 2012, no volume discrepancy recheck reservoir in 4 weeks." No patient injury was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
The patient reported an increase in pain over the last few months. The patient had morphine in the pump first and then had it immediately taken out due to a negative reaction to the medication. The patient then had fentanyl and bupivacaine in the pump. The patient reported that the fentanyl had never really helped them. It was also reported that they should have gotten 6ml out of the pump and they extracted 16ml out of it. The patient was refilled 2 weeks ago. It was noted the patient had 26 months left before eri, per the last printout. The pump delivered fentanyl and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter, model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: unknown. Catheter, model # 8596, serial #(B)(4), implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that in (B)(6) 2011 the patient had the flu, however the patient's health care provider (hcp) thought it was a reaction to the morphine so the hcp put in fentanyl in pump and then some anesthesia medication. The patient reported that this ruined the pump and for a year the patient only had saline in the pump. The pump was later replaced. If additional information is received, a follow-up report will be sent.